Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a revaclear 300, a particulate matter, further specified as "glue like" was observed inside the dialysate port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the device was not received for evaluation, however photos were provided for investigation. The the visual inspection of the three provided photos showed the product out of the original packaging. Photo one and three showed the product label and the packaging. Photo one showed the dialysate port with the reported particle inside. This is a pur residual. An pur-film can occur in the dialysate port (hansen connector) due to the potting process, this is not a product failure. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.